Event description:
It was reported that the customer's blood glucose level was 427 mg/dl. The reservoir was leaking and condensation was seen on the side of the insulin pump. Parallel bubbles were also seen coming down on both sides of the barrel. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch 2032227-2014-60863 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.